Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient's controller wasn't charging. 2 of the gold prongs on the ac power supply appeared to be damaged. Patient confirmed the gold prongs on the rtm appeared to be normal. Patient's controller was at 20% and ins was at 60% yesterday, noting that the green light was flashing when the controller was charging, but noticed it was "dead" when she disconnected the ac power supply. Patient's ins was also depleted, noting that she felt like her "leg is dead already" and was "back to where it was before" she had the ins implanted. A little over a week after her ins was implanted, her healthcare professional (hcp) turned the ins on and she experienced a shock one day when she "moved the wrong way" while sleeping on the couch. Patient added that the ins gave her a "jolt. Patient called manufacturer representative (rep) who advised her to turn the ins down at night. She now turned the ins down to 2.0 at night and she had not experienced a shock while sleeping since then. During the call, patient mentioned that she couldn't sleep in bed at one point due to soreness from having the ins surgery. She first noticed the soreness on ins implant date. Patient did not allege that she continues to experience soreness. No further complications were reported.